Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon sutures used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: ann plast surg 2010;65: 124¿128 ; doi: 10.1097/sap.0b013e3181c1fe2f.

Event description:
It was reported in journal article ¿a double-blind controlled trial of polyglytone 6211 versus poliglecaprone 25 for use in body contouring¿ suture was used as part of a double-blind prospective randomized study between february and december 2005. The patient underwent body contouring procedure including abdominoplasty, thigh lift, lower body lift, mastopexy, breast reduction, correction of gynecomastia, or brachioplasty. Suture was used in deep dermal closure. The patient may have experienced suture extrusion and suture granuloma. The patient may have also experienced dehiscence, cellulitis, necrosis, seroma formation, hematoma and hypertrophic scar formation. Additional information has been requested.